Event description:
This lv lead was implanted on (B)(6) 2012. It dislodged during implant but was repositioned and remains implanted. The procedure took place at carson tahoe regional medical center with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).